Manufacturer narrative:
Corrections: event or problem revised. (B)(4). The stent remains implanted in the patient. There was no reported device malfunction. As the lot number was not provided, a review of the lot history record was unable to be conducted. A risk assessment review confirmed that myocardial infarction (mi) is captured as a foreseeable event. While a definitive conclusive cause is not able to be assigned to the reported mi, the investigator determined that the mi is not related to the index procedure or the implanted cobra study device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
Subsequent to the initial filed report, additional information was noted, resulting in the following revised event description: on (B)(6) 2016, an (B)(6) male patient (age at time of implant) with a relevant medical history significant for prior percutaneous coronary intervention and stenting (2009), cerebrovascular accident, arterial hypertension, atrial fibrillation, and 50% ejection fraction (ef) was enrolled in the (B)(6) study for treatment of unstable angina / silent ischemia. A 3.0x15mm cobra pzf stent was implanted in the circumflex coronary artery on (B)(6) 2016. On (B)(6) 2017, the patient presented to the emergency room (ER) with chest pain, dyspnea, elevated cardiac enzyme (positive troponin results) and severe microcytic anemia. The patient was diagnosed with a spontaneous myocardial infarction (mi) and iron deficiency anemia. In the ER, patient was given 40mg of furosemide, 250mg aspegic, and 300mg plavix medication. The patient was hospitalized and transfused with 2 rbc units. The spontaneous mi and anemia were considered resolved on (B)(6) 2017. No additional information was provided.

Event description:
On (B)(6) 2016, an (B)(6) male patient (age at time of implant) with a relevant medical history significant for prior percutaneous coronary intervention (B)(6), prior stenting (B)(6), cerebrovascular accident, arterial hypertension, atrial fibrillation, and 50% ejection fraction (ef) was enrolled in the b)(6) study for treatment of unstable angina / silent ischemia. A 3.0x15mm cobra pzf stent was implanted in the circumflex coronary artery on (B)(6) 2016. On (B)(6) 2017, the patient (aged (B)(6) at time of event) presented to the emergency room (ER) with chest pain, dyspnea, and elevated cardiac enzyme (positive troponin results), signifying that a spontaneous myocardial infarction (mi) had occurred. In the ER, patient was given 40mg of furosemide, 250mg aspegic, and 300mg plavix medication. The spontaneous mi was resolved on (B)(6) 2017.